Event description:
It was reported that the quality of the 25 gauge 5/8" safety needle is inferior to what they normally use. One of the physicians mentioned today that two of these had in fact broken off the hub, while being used for local anesthetic. With one patient, we could even see where it left an approx. 1 cm "scratch" distal to the access site. There was non-medical intervention required.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.